Event description:
It was reported that during a da vinci-assisted proctectomy surgical procedure, the maryland bipolar forceps instrument had been placed in the robotic arm and the system recognized it. When the surgeon wanted to take control of the maryland bipolar forceps, could not take control. The wrist dislodged from the shaft when it was placed in the instrument arm. The customer then they had to take the instrument out with the cannula and cannula seal so they could continue the procedure. The procedure was completed with another instrument with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. The customer exchanged the instrument to resolve the reported issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device, but the instrument has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The maryland bipolar forceps instrument was analyzed and fa was able to reproduce/confirm the customer reported complaint. The instrument was found to have a dislodged proximal clevis at the distal end. Additional observation not reported by site that is related to the primary failure: the instrument was found to have the main tube broken where it meets the clevis at the distal end. A piece measuring proximately 0.06¿ x 0.26¿ was not returned with the instrument. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have a broken bipolar yaw pulley. Broken piece was not missing as a result of breakage. This may be attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal the instrument was found to have a broken or dislodged conductor wire the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint regarding broken cable was confirmed by fa, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.